Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged respiratory tract irritation, lung disease. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter previously alleged respiratory tract irritation, lung disease. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found evidence of foam degradation. During the evaluation, secondary findings which is foam observed inside the blower kit was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was thirty-two error codes found. The third-party service center concludes that they confirm the customer's allegation and there was visible foam degradation and unit got corrected. Product UDI, evaluation method code grid, evaluation results code grid and conclusion code grid were updated.